Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: (B)(6) 2018. Philip's field service engineer (fse) performed troubleshooting. The battery was determined to be faulty. The fse replaced the battery and the issue was resolved. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03oct2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the battery was broken. There was no patient involvement. The event date was not specified; estimate used.